Event description:
A malfunction alarm involving a pump was reported by a distributor in denmark. There was no reported impact on the customer's blood glucose level. Technical support arranged for the pump's replacement, instructing the customer to return the defective unit within 10 days using a pre-paid label and providing guidance for shipping. The customer was informed about the requirement to replace the pump but did not disclose the backup therapy to be used during this period.